Manufacturer narrative:
This report is submitted on october 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [95490-device analysis report.pdf]

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to extrusion of the receiver-stimulator. Re-implantation is planned but has not taken place as of the date of this report.